Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: no activity outside of normal patient use was observed in the black box or alarm history. The pump rewind, load cartridge, and prime steps were performed successfully and the piston was able to be fully rewound. The returned battery cap was used for the investigation with no malfunctions found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, it was reported to animas that the pump had a motor rewind issue. No additional information was available. There was no adverse event associated with this complaint.